Event description:
It was reported that this patient with a 7300tfx 31mm valve, implanted for seven (7) years and one (1) month, underwent a valve-in-valve procedure due to unknown reasons. The tmvr was performed with a 29mm sapien 3 without complications.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted upon receipt of new information and/or completion of the investigation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted upon receipt of new information and/or completion of the investigation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 7300tfx 31mm valve, implanted for seven (7) years and one (1) month, underwent a valve-in-valve procedure due to unknown reasons. The tmvr was performed with a 29mm sapien 3 without complications.

Manufacturer narrative:
Updated sections: db5, b7 and h6 (component codes, health effect - clinical code, device code(s), and type of investigation).

Event description:
It was reported that this patient with a 7300tfx 31mm valve, implanted for seven (7) years and one (1) month, underwent a valve-in-valve procedure due to leaflet thickening, motion restricted, thrombus, severe stenosis, and mild regurgitation. The patient presented with acute decompensated heart failure. The tmvr was performed with a 29mm sapien 3 without complications. The patient was discharged on pod #13.

Event description:
It was reported that this patient with a 31mm mitral valve, implanted for seven (7) years and one (1) month, underwent a valve-in-valve procedure due to severe stenosis and moderate regurgitation. Tee demonstrated restricted leaflets to the point of immobility. There was a layer of spontaneous echocontrast noted on atrial aspect of the valve leaflets suggestive of a layer of thrombus. The patient presented with acute decompensated heart failure. The tmvr was performed with a 29mm transcatheter valve without complications. The patient was discharged on pod #13.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.